Event description:
During manufacturer review of the published article (B)(4), it was identified that a patient's vns generator was replaced due to premature end of service ("shortened battery life"). The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.

Manufacturer narrative:
Article citation: (B)(4).